Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: the device alarmed with "disconnection on ventilator side" after 90 minutes.

Event description:
Hamilton medical ag received the following incident description: the device alarmed with "disconnection on ventilator side" after 90 minutes.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.